Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
During an arthroscopic procedure, the coating on the ambient super turbovac 50 ifs began dissolving. Attempts to obtain additional info from the user facility are underway. No pt complications were reported as a result of this event.